Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the numbness and paralysis happened after lead implantation. Lead di splacement was found in both leads. The physician commented the displacement occurred possibly due to the patient-related cause considering that the patient suffered injury in cervical spine where the range of motion was larger than other vertebrae. Additional laminoplasty was needed because cervical depressurization had been required for the underlying disease and the patient started to experience the numbness in hands and difficulty in walking. Cervical depressurization procedure was not related to the procedure, it was possibly related to the underlying disease as the depressurization and fusion was extended to the different site from the site in which depressurization performed first time. Lead reposition, cervical depressurization, and fusion procedure were performed. The event resolved.

Manufacturer narrative:
Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4) ; product ID: 977a290, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for center spinal cord injury. It was reported that after the lead placement in the cervical vertebrae, the patient complained of numbness and paralysis of the upper limbs, so cervical vertebrae laminoplasty was performed near where the lead was placed. About one year after the lead placement, additional laminoplasty and reposition of the lead which was confirmed to be displaced to lower were planned. MRI scan was performed for that; a possibility of tumorigenesis near the lead was confirmed. Therefore, additional laminoplasty and reposition of the lead were postponed, and performing some treatment will be considered. Performing a cervical depressurization was considered, timing of implementation has not been decided. No x-ray images were available. No telemetry data available, as the event had no relation with telemetry data because the issue was detected during medical examination/study. The issue was not resolved at the time of this report. It was noted that surgical intervention was planned, but not scheduled. The patient was alive with injury. No further complications were reported or anticipated.